Event description:
It was reported that (1) er320 was used during a laparoscopy procedure. It was reported by the rep that the clip could not be formed normally. The dr used another er320 to end the procedure. There was no consequence to pt.